Event description:
It was reported that the right atrial lead exhibited auto mode switches, over sensing and undersensing. A chest x-ray would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.